Event description:
The pt reportedly experienced loss of sound. Testing showed that the pt's device was functioning. External equipment was exchanged and programming changes were made; however, this did not resolve the issue. Surgery to explant the pt's device has been scheduled.